Event description:
Additional information was received from the surgeon indicating that he received high impedance initially during the previous generator replacement but this was resolved with pin re-insertion. Surgery to replace the patient's lead and generator has occurred. X-rays were taken during the surgery that did not show any obvious lead fractures and the lead pin appeared to be adequately inserted. The surgeon re-inserted the lead pin during surgery however this did not resolve the high impedance. The surgeon then proceeded with lead and generator replacement. Diagnostics following the replacement were normal. The explanted lead and generator were returned and underwent analysis. Analysis of the generator found that it performed to specifications and no anomalies were found. Review of the history present on review of the generator indicates that the impedance changed from 3074ohms to 10,027ohms on (B)(6) 2011. The entire lead was not returned. A break in one of the coils was found 2mm from the electrode bifurcation. The fracture appeared to be a result of fatigue. Fine pitting was present at the site of the break. Dried body fluids were present in the inner and outer tubing however no openings were observed except those related to the explant procedure.

Manufacturer narrative:
Device failure suspected however did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns indicated high impedance at the first office visit following a battery replacement due to end of service. X-rays were taken however no anomalies could be visualized. These x-rays have not been sent to the manufacturer for review. No trauma or manipulation was reported. No adverse events have been reported. Surgery to correct the high impedance is likely.